Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon further investigation it was determined that the screw was also a primary device thereby warranting a separate report from 300474118-2017-00163. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During review of the event pedicle screw, full rod seating marks were not present within the screw head collet. These linear track marks are usually found through the yoke base in the screw head collet resultant of a rod that has been fully seated. Cross threading likely contributed to set screw loosening. It could not be confirmed if fusion level was also a contributor or when thread failure occurred.

Event description:
On 10.03.2017 it was reported to k2m, inc. That a revision surgery would take place. Revision surgery took place (B)(6) 2017 and screws were removed. (Related to 3004774118-2017-00163).